Event description:
The following was reported to hamilton medical ag: a customer had a problem with a power supply p.n. Msp396232 s.n. (B)(6) : didn't turn on. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: a customer had a problem with a power supply p.n. Msp396232 s.n. (B)(6): didn't turn on. No patient involvement.